Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, when the plunger was removed the sutures were not retrieved; a cuff miss occurred. Another proglide was used to achieve hemostasis. The physician is reported to be trained in the use of the device. No additional information was provided.